Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex¿ esophageal stent was to be used to treat a malignant stenosis in the esophagus during an esophagogastroduodenoscopy(egd) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the stent placement procedure. According to the complainant, during the procedure the physician began deploying the wallflex¿ esophageal stent. After approximately 95% of the stent had been deployed , the physician was unable to deploy it further. The wallflex¿ esophageal stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex¿ esophageal stent. There were no patient complications reported as a result of this event.